Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a red, dry rash which reportedly felt like "fire". The patient reported that the rash improved intermittently when applying linola plus but would worsen when putting the lifevest back on. The patient reported visiting his physician weekly and receiving different medications. The patient's cardiologist stopped use of the lifevest and the patient reported that the rash had "improved immensely".